Event description:
It was reported that the patient is having issues recharging. The patient is having trouble maintaining a connection between the ins and the recharger. The manufacturer representative (rep) spoke with the patient and confirmed they are charging correctly. The healthcare provider (hcp) saw the patient in september and thinks the ins may be too deep in the pocket. The issue was not resolved. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient underwent a neurostimulator replacement on april 29th from a non-rechargeable to rechargeable device. During the case the rep told the surgeon the pocket depth had to be 1 cm or less and although it was thought they confirmed the depth to be correct, the pocket was not made shallow enough. The patient was deciding if they wanted to undergo a revision surgery to correct the pocket depth issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.